Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "it was reported that the extension line near the hub got ruptured during use. A new kit was used instead but same problem occurred. Therefore, a new kit was used instead again. The same problem occurred twice in one patient." Associated MDR# 3010532612-2024-00729.

Manufacturer narrative:
(B)(4)

Event description:
It was reported "it was reported that the extension line near the hub got ruptured during use. A new kit was used instead but same problem occurred. Therefore, a new kit was used instead again. The same problem occurred twice in one patient." Please see associated MDR# 3010532612-2024-00729